Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (age, age unit and date of birth), a3a (sex), b3 (date of event), b7 (other relevant history, including preexisting medical conditions), d4 (serial number), d6a (if implanted, give date), e1 (reporter name and address) updated section b5 (describe event or problem), h6 (clinical code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including renal failure with hemodialysis, calciphylaxis and diabetes.

Event description:
Edwards received notification from australia that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years due to calcification leading to stenosis. The patient presented with six (6) months of progressive dyspnea and hypotension on dialysis. During admission progressed to pulmonary edema, resulting in intubation and cardiogenic shock. A 23mm transcatheter heart valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. A 23mm transcatheter heart valve was successfully implanted within the surgical device with no reported complications.